Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up to take their blood sugar and there was nothing on the screen of the insulin pump. Customer pressed the act button and got a countdown 1-6. Customer reinserted the battery and got another countdown with a time/date reset. The screen also said low reservoir alert and customer replaced the reservoir even though it had 60-80 units in it. Customer's blood glucose level was 172 mg/dl at the time of the incident. Customer is currently at 230 mg/dl. Customer had the unexpected restart alarm at 4 am. Customer stated that the pump was not store or not in use for an extended period of time. It was explained that the pump experienced an unexpected restart. Pump passed the self test and customer reset the time/date correctly. Customer was assisted with the blank display. A replacement battery cap will be sent. Customer was advised to monitor the issue. Customer stated that there is damage on the battery cap. No additional information provided.